Manufacturer narrative:
Customer reloaded software; system partially functional. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was down due to suspected ippc pc failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.